Event description:
It was reported that the patient was charging more frequently. When the device was first implanted, the patient only had recharge once in two weeks, then every six days, and now recharging every three days. Patient was always around the same stimulations settings. Additional information received reported that the event was related to the lead. High impedance was noted. The patient experienced a lack of effect. The device was reprogrammed to different electrodes. The patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4).